Event description:
It was reported that controller fault alarm observed. The patient was given a new system controller. Serial number on faulty system controller was not legible. Review of the submitted log files revealed system controller internal fault events.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller fault alarm was confirmed via the submitted log file. The reported event of the serial number not being legible on the label could not be confirmed as the system controller (serial number: (B)(6)) was not returned for evaluation. The submitted log file contained approximately 12.5 days of data ((B)(6) 2021 per the timestamp). A controller fault alarm was captured on (B)(6) 2021 at 02:01:34 due to a controller lcd communication fault. The alarm remained active until the controller was powered off after being exchanged (captured on (B)(6) 2021 at 3:50:33). The driveline was disconnected at 03:49:12, the power cables were disconnected at 03:50:00, and the controller was switched into sleep mode at 03:50:33; these events are consistent with the system controller being exchanged. The driveline was not reconnected in the log file. The controller was then briefly reconnected to power on (B)(6) 2021 from 13:45:20 to 13:45:32 and operated in charge mode without issues or atypical alarms active; the controller fault alarm was no longer active at this time. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The system controller (serial number: (B)(6) was not returned for evaluation. Multiple requests for additional information were made to determine if the exchanged controller would be returned for evaluation; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the controller internal fault and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller and power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.